Event description:
Pt 1003 bs on the shapematch nz trial is having a washout/liner change after their tkr on (B)(6) 2011. Another liner will be used to replace the liner associated with the infection. Therefore, a revision will be planned soon.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.